Event description:
Healthcare professional (hcp) reported medical event against juvéderm® volux¿ and harmonyca¿: patient injected over last 3 years (with the whole range of [unspecified] juvéderm®, including harmonyca¿), had recently juvéderm® volux¿ 1ml divided 0,5ml and 0,5ml between the two mandibular angles, and harmonyca¿ on cheeks and ck4. Everything was perfect after treatment. 4 months later, patient presented with ¿lumps & bumps¿, a slow nodule on right mandibular angle, which became bigger, tender, indurated in a couple of days. Dental problems were excluded with ultrasound and MRI. The nodule appeared after 2 weeks of non-device related virosis. Treated with incision (was punctured), clindamicin 2x600mg/day 5 days, switched to 2x1g amoxicillin, baneocin. This record relates to juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.